Event description:
It was reported that there was a concern the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device depleted roughly 3.5 years within 17 months. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing and recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that there was a concern the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device depleted roughly 3.5 years within 17 months. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing and recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there was a concern the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device depleted roughly 3.5 years within 17 months. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing and recommended the device be replaced. The device remains in service. No adverse patient effects were reported.